Event description:
Customer reported she had an ongoing issue with the sensors and hasn't worn it the past week. Customer reported the insulin pump kept alarming weak signal and lost sensor. Alarms usually occur during the night and sometime during the day. Only one sensor has lasted the full six days. Customer reported that usually by the fourth day the sensor tape starts detaching from the skin and senor glucose is to far off that she just replaces sensor. Customer stated that two times she was sure that her blood glucose was low, didn't have meter to verify, and the insulin pump never alarmed. Or the sensor glucose is reading high and blood glucose was low. Blood glucose and lot number were unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.